Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: during testing, evidence of contamination was found under all key contacts. The keypad cover was returned peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts. This report is made based on results of investigation completed on 12/07/2015.